Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 132 mg/dl. She also reported that she was in the hospital because she had a baby. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm noted. The act button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.